Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with a blood glucose value of 407 mg/dl and reported not getting enough insulin. The customer received an insulin flow blocked alarm and infusion set cannula was bent. The customer reported hyperglycemia was treated during hospitalization. The event involved products mmt-1880l, mmt-332a, mmt-397a. Troubleshooting was performed for hyperglycemia and found that the insulin pump was under delivered the insulin. The customer was using the auto mode/smartguard feature at the time of the event. The customer had been using the insulin pump system within 48 hours of reported high blood glucose event. The customer was able to remove infusion set and identified the cannula was bent. Troubleshooting was performed for hyperglycemia for bent cannula and the infusion set was replaced. Troubleshooting was partially performed for insulin flow blocked alarm and unknown whether the issue was resolved. No further patient complications were reported. No product return is required for mmt-1880l. No product return is required for mmt-332a. No product return is required for mmt-397a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received regarding the incident date change which was not included in the initial report. So, the correct incident date has been changed from 25-feb-2025 to 28-jan-2025 as per new additional information and which is updated in section b3. Additional information has been received regarding the patient weight change from 110 pounds to 118 pounds which was not included in the initial report. So, the correct patient weight as per new additional information is 118 pounds which is updated in section a4. Also, additional information has been received which was not included in the initial report. The information has been provided in section h6 (added health effect - clinical code 2364 and it's related health effect - impact code 4607) with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.